Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-12310-00 for details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not able to pull-out medications completely while in use on the patient. The medication seemed to leak out on the back of the syringe. There were no patient harm or adverse effects reported as a result of the event.